Manufacturer narrative:
Information contained in this report has previously been submitted via resp. Psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified a broken shell and others, underweight, missing a piece of shell (25-50%) and a crease fold. A microscopic analysis was performed which identified a broken crease sharp on the posterior due to a fold flaw opening and non-penetrating nick (stress marks). Based on the device analysis the final assessment is a crease sharp broken on the posterior due to fold flaw opening and a missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.